Event description:
Adverse event(s): "traditional trabeculectomy was performed instead" (eye injury). Product problem(s): "not draining" (device clogged [shunt]). A surgeon reported that during surgery to implant a mini-shunt, he noticed it was not draining as it should. The shunt was removed and a traditional trabeculectomy was performed instead. Additional information has been requested.

Manufacturer narrative:
The complaint device associated with this report has not been received for evaluation. Product history records could not be reviewed because the reporter did not provide a lens serial number, lot number, or any identification traceable to the manufacturing documentation. Additional information was requested on 05/21/2010, 05/25/2010, 06/01/2010 and 06/07/2010 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4). (B)(4). (B)(4).